Manufacturer narrative:
Correction: the number of occurrences has been updated. The following field has been corrected: b.5. Describe event or problem: it was reported that the gravity set 20dp checkvalve 2 sms port was blocked/occluded and couldn't be flushed. This occurred 215 separate times during use.

Event description:
It was reported that the gravity set 20dp checkvalve 2 sms port was blocked/occluded and couldn't be flushed. This occurred 215 separate times during use. The following information was provided by the initial reporter: "one of the endo nurses said she has had three of these sets where you cannot flush the port closest to the IV insertion site. Bd smartsite gravity set ref # 42293e lot # (10)20069013. She just opened a new one when it happened and that one worked."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gravity set 20dp checkvalve 2 sms port was blocked/occluded and couldn't be flushed. This occurred 3 separate times during use. The following information was provided by the initial reporter: "one of the endo nurses said she has had three of these sets where you cannot flush the port closest to the IV insertion site. Bd smartsite gravity set ref # b)(4) lot # (10)20069013. She just opened a new one when it happened and that one worked."